Manufacturer narrative:
Date of report: 21jun2019. Date received by manufacturer: 17may2019. The power management printed circuit board (pm pcb) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the pm pcb showed serial number/ lot code ss15250er, power-on hours as received was 7526, and noted damage of the c125 (signs of electrical overstress). The pm pcb was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned pm pcb failed isolation testing of the c125. When the c125 was replaced, the unit cycled for 15 hours with no failures noted. The reported complaint of a ventilator that restarted was confirmed and reproduced. The failure of the c125 caused the ventilator to restart. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 10apr2019. MFR site: correction. The manufacturer¿s international service technician confirmed the power management (pm) board was damaged. The manufacturer¿s international service technician replaced the power management (pm) printed circuit board assembly (pcba) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a "restart" occurred while the device was in use on a patient. No patient or user harm was reported. The event date was not specified; estimate used.